Event description:
It was reported that a 980 ventilator would intermittently generate a constant alarm when the unit was plugged into an alternating current (ac) power source. Reportedly, the unit would cease to alarm when it was disconnected from the ac power source. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se performed calibrations and extended self-testing on the device and all tests passed.